Event description:
It was reported to philips that the system was automatically shutting down and preventing a full boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was automatically shutting down. The rse checked the logfile and confirmed the sib error. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found sib gencan error. To resolve the issue, the fse reset the connections and downloaded the sib board software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.